Manufacturer narrative:
The tsh reagent lot number is 878021 and the expiration date is 31-mar-2026. The troponin reagent lot number is 869586 and the expiration date is 31-aug-2026. The qc recovery data provided was acceptable. The field service engineer (fse) found that the measuring cell had failed and replaced it. The fse adjusted the voltage and performed a cell blank and performance check successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable tsh and troponin t results for 5 patient samples on a cobas e411 module. For sample 1 the initial tsh result was 0.027 miu/l. The sample was repeated on another e411 analyzer and the result was 1.97 miu/l. For sample 2, the initial tsh result was 0.028 miu/l. The sample was repeated on another e411 analyzer and the result was 1.02 miu/l. For sample 3, the initial tsh result was 0.027 miu/l. The sample was repeated on another e411 analyzer and the result was 3.70 miu/l. For sample 4, the initial troponin t result was 0.017 ng/ml the sample was repeated on another e411 analyzer and the result was 0.052 ng/ml. For sample 5 the initial troponin t result was 0.018 ng/ml. The sample was repeated on another e411 analyzer and the result was 0.036 ng/ml.